Event description:
The customer reported the ventilator had a safety valve failure during extended self test (est). The customer reported the ventilator was not in use on a patient, therefore there was no patient involvement. The respironics service technician was unable to duplicate the reported problem, but observed a diagnostic code in the log history that indicated the safety valve opened (svo) due to an occlusion in the system. The service technician spoke to the customer who stated that the svo occlusion event was what was observed. Upon service evaluation, the service technician reported the exhalation filter heater was not functioning. A malfunction of the exhalation filter heater assembly may result in an expiratory filter occlusion due to excess water condensation. Upon detection of an expiratory filter occlusion, the ventilator will alarm and open the safety valve. The service technician replaced the heated filter assembly to correct the problem. Performance verification testing was completed, and all tests passed to operating specification.